Event description:
A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead'. It further alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has suffered physical injuries and various physical manifestations of emotional distress'. Lead failure and defective lead also noted. It was further reported that the patient presented to the emergency room due to a download with alerts indicated on the right ventricular (rv) lead. A fracture was noted. The rv lead remains in use and the patient was referred to an outside clinic for a laser lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: d154awg ICD, (B)(6) 2007. (B)(4)